Event description:
On (B)(6) 2011, doctor reported that a patient who underwent essure placement in (B)(6) 2010, has had persistent and increasing lt lower quadrant pain. Hsg shows satisfactory located left micro insert. No right device was placed due to inability to cannulate tube and patient's history. The hsg showed the tube was either occluded or absent. He has the patient scheduled for essure microinsert removal secondary to pelvic pain. On (B)(4) 2011, doctor removed the essure micro insert (B)(6) 2011. Was able to remove both the inner/outer coils completely, although they were separated upon removal (no clinical significance). He said there was no difficulty removing the micro insert and it did appear to be in the fallopian tube. He did note the patient had a large ovarian cyst on the contralateral side which may have caused some of the pelvic pain the patient was experiencing, although he did feel the micro insert was also contributing to her pain. The patient is doing well, no other problems at this time.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.